Event description:
During use of a pneumatic drill the tubing exploded making a loud noise similar to a gunshot. The operating physician was struck on the head by a projectile. Several employees complained of headache, ear pain, and ringing. Patient was not injured. Surgery site irrigated after explosion. Case was completed uneventful.